Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an elevated ventricular pacing impedance measurement. Guidant received additional information that the device also exhibited ventricular oversensing that resulted in the delivery of inappropriate shock therapy.